Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced syncope. Technical services (ts) reviewed the episodes and determined there were no device episodes during the time of syncope. Additionally, ts reviewed other episodes and determined that atrial pacing resulting in a premature ventricular contraction (pvc) falling into blanking period, leading to ventricular pacing falling on a t-wave of the pvc which induced ventricular tachycardia (vt). One anti-tachycardia pacing (atp) was delivered which converted the vt back to a normal rhythm. There were 4 separate episodes where this sequence occurred. Ts recommended lowering the lrl, adjusting the mode to aai, and turning off rhythmiq to let the av search work properly. No additional adverse patient effects were reported. This ICD remains in service.